Manufacturer narrative:
No product is being returned for evaluation and no lot # has been provided to manufacturer. A follow up report will be sent once the results have been analyzed.

Event description:
Procedure performed: operative laparoscopy. Event description: "port site hernia with cfb03 at left iliac fossa port site. Noticed 1 week post procedure. Was conduction an operative laparoscopy for repeat left side ovarian cancer. Used 3 x 5 mm ports, 1 at palmers point and 2x cfb03 at left and right iliac fossa. Originally thought it may have been a hematoma but on ultrasound identified the port site hernia. Did not suture closed the facial defect. First time in over 10,000 cases he said this has occurred. Patient was (B)(6) female, had a cardiac valve replacement but was otherwise healthy." Patient status: recovering well.

Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. As the event unit was not returned, testing was unable to be performed and the complainant's experience could not be replicated or confirmed. The occurrence of hernias post operation is considered to be inherent to trocar insertion and patient biology. As stated in the instructions for use (IFU), "potential complications associated with the use of kii shielded bladed access system are the same as those associated with the use of surgical trocars and laparoscopic surgery in general and include, but are not limited to: superficial lesions, injury to internal vessels and organs, bleeding, hematoma, injury to the abdominal wall, infection, and peritonitis." At this time, applied medical is unable to confirm that a product malfunction occurred. Applied medical will monitor its vigilance systems for any developing trends.